Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 occurrences of foreign matter discovered prior to use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: damaged tube x2, dirty stopper x1, shield part of stopper was dirty x1.

Event description:
It was reported that there were 4 occurrences of foreign matter discovered prior to use with a bd vacutainer® sodium fluoride edta (fe) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: damaged tube x2 dirty stopper x1 shield part of stopper was dirty x1.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding, a defective tube and foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and defective stopper molding, a defective tube and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.